Manufacturer narrative:
The initial medwatch report indicates: common device name - dc-defibrillator, low-energy, (including paddles). The initial medwatch report should indicate: common device name - cable, electrode. The initial medwatch report indicates: catalog # 805249 . The initial medwatch report should indicate: catalog # 3010901.

Manufacturer narrative:
(B)(4): the customer confirmed that the internal paddles assembly was faulty, but was unable to provide details on the evaluation of the paddles. The customer replaced the internal paddles assembly on that particular device being used and proper device operation was observed through functional and performance testing. Neither the device or the internal paddles assembly was returned to physio-control for evaluation.the cause of the reported failure could not be determined.

Event description:
The customer reported that during a patient incident, the internal defibrillation paddles would not deliver energy on multiple energy levels. The customer also noted that they attempted use of these paddles on a second device and exhibited the same reported failure. The customer then changed out the internal defibrillation paddles assembly with a replacement set and proper operation was observed. There was no additional information about the patient provided and their outcome was not reported.